Event description:
Major pump unit(s) involved: drive unit failureadditional text: no flash in lvad pumpspecific component(s) involved: external controller malfunctionadditional text: no flash noted in the thoratec pvad pumpother component:causative or contributing factor: no specific contributing cause identifieother cause:intervention(s): replacement of external controllerother intervention :type: lvad

Event description:
Major pump unit(s) involved: drive unit malfunction specific component(s) involved: external controller malfunction.